Manufacturer narrative:
The returned anthology hip stem was examined visually and microscopically. Bone on-growth was observed on the fixation surface of the hip stem. Sem/edax spectrum analysis of the on-growth revealed signs of carbon phosphorous, potassium, and calcium confirming the presence of bone. The cause of the revision was due to the reported fall and subsequent peri-prosthetic fracture. The stem showed signs of localized bone on-growth after one month of in-vivo time.

Event description:
It was reported that revision surgery was performed due to a peri-prosthetic fracture.